Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived form the evaluation will be submitted in a supplemental form. In addition, a review of the device manufacturing records was conducted, and the device met all finished goods release criteria.

Event description:
It was reported that a patient underwent a gynecological procedure in 2008. At the beginning of the procedure, the motor drive unit was flickering and would not drive the disposable hand piece. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.